Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient¿s father found the patient unconscious and diaphoretic. He called 911. Emergency medical services arrived, and tested the patient¿s bg meter reading, which was 55 mg/dl. The report could not recall what the cgm was reading at that time but does allege a cgm inaccuracy. Ems treated the patient with glucose gel and the patient was transported to the emergency room. At the emergency room, the patient¿s bg meter was reading 45 mg/dl. Further treatment with glucose was provided (route not specified). The cgm reading at this time could not be recalled. The patient was admitted to the hospital for one day and then discharged. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.